Manufacturer narrative:
The complaint received states that post insertion the optease ivc filter migrated. The patient's gender and age were unknown. The indication for ivc filter insertion was positive pulmonary embolus secondary to dvt. The target lesion was the inferior vena cava. Calcification, vessel characteristics are unknown. Insertion procedure details are unavailable to date. Retrieval procedure was scheduled; however, it was noted that the filter had migrated close to the tricuspid valve. The filter was not retrieved due to the migrated position. Open chest surgery will be scheduled on another day to remove the filter from the patient but the details are not confirmed yet. CPR was not administered. The filter was not fractured. The patient was not given any increased amounts of fluids, either orally or IV prior to the migration. The filter remains unavailable for analysis to date. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15136762 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15136762. Manufacturing records for lot 15136762 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4); and the results indicate that the filter shipped meets specified release requirements. Ivc filter migration is a known potential adverse event associated with ivc filter implantation and is listed in the IFU (instructions for use) as such. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the device's ability to exert radial force toward the vessel walls and maintain optimal positioning. In this case, the patient did not have any reported trauma or CPR that may have contributed to the migration. There is no report of vena cava characteristics from the implantation procedure, thus the adequacy of the target site cannot be assessed. This patient had the pre-existing condition of deep vein thrombosis with pulmonary embolus, and could not be placed on anticoagulation to prevent the formation of further clots. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what other factors may have contributed to the reported migration.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient's gender and age were unknown. The procedure was a filter retrieval. The target lesion was the inferior vena cava. Calcification, vessel tortuosity and the rate of stenosis were unknown. On (B)(6) 2010 optease filter (complaint product, 466-f220aj, 15136772) was implanted in the ivc to treat lung infarction caused by dvt. On (B)(6) 2011 the filter retrieval was conducted with ensnare (sheen man) however the physician found that the filter had migrated to the near tricuspid valve and could not be retrieved. Open chest surgery will be scheduled on another day to remove the filter from the patient but the details are not confirmed yet. CPR was not administered. The filter was not fractured. The patient was not given any increased amounts of fluids, either orally or IV prior to the migration.